Manufacturer narrative:
The device was received. Investigation is not complete. The underdelivery event the device is being reported for was noted during mfg testing; therefore, user facility event codes are not applicable in this case. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During mfg testing, the device underdelivered. The device delivered 17.7ml and 17.6 ml from channels a and b respectively. Delivery accuracy specs for this device require delivery of 20ml +/- 1ml (+-5%). There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.